Event description:
Reported due to a retroperitone al bleed. The physician attempted an arteriotomy closure in the left groin using three (3) prostar devices after an abdominal aortic aneurysm (aaa) stent graft procedure. This report reflects the only 8 french prostar device used. A femoral angiogram was performed which confirmed the puncture site to be in the common femoral artery (cfa), vessel size was greater than six (6) mm, with no calcification or disease. No prolems were reported during the procedure or immediately after the procedure, it was reported hemostasis was achieved and the pt was sent to the ICU for observation, per standard veteran's admin hosp procedure. "Four to six (4-6) hrs after the procedure, the pt complained of left scapular pain, his blood pressure reported dropped and his abdomen started getting firm. He was emergently sent to surgery where a fast retroperitone al bleeding was observed on both groins. The pt lost eight (8) units of blood over the four-six (4-6) hr period. A rent(sic) in the cfa/external iliac artery was seen and surgically repaired near the inquiral ligament. It is unk if the pt received blood products hospitalization as a result of this adverse event. At last report, the pt was on a ventilator and "recovering, doing better." Although requested, no additional info was provided.